Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted concurrently with anterior vaginal repair due to large cystocele w/vaginal prolapse and sui. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 due to eroded mesh and voiding dysfunction.

Manufacturer narrative:
It was reported that patient underwent anterior vaginal repair with dynamesh sacrospinous fixation (B)(6) 2003.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence and vaginal bleeding. It was reported that patient underwent mesh removal on (B)(6) 2007 by dr. (B)(6).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.